Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A visual inspection of the equipment confirmed no significant appearance defects were noted. Additionally, it was confirmed that the image blacked out when the distal end of the scope was heated. When the device was disassembled, it was found that the cover of the image sensor unit cable was torn inside the universal cord of the connection of the control section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope blacked out during a therapeutic laparoscopic inguinal hernia repair procedure. The main unit was restarted and after the scope was reinserted, the blackout was resolved. The procedure was completed with the same device. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation is ongoing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.